Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angiography interventional procedure with a small bore sheath. Reportedly, the suture was not present when the plunger was pulled back. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis found that one anterior cuff tab was separated. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was confirmed. One anterior cuff tab was separated and not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The observations noted during return device analysis are typical damage observed as a result of the reported needle to cuff miss. Based on the reported information and the observations from the returned analysis, the reported difficulty appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.